Event description:
It was reported that during routine maintenance cs100 intra-aortic balloon pump (iabp) power supply was found to be unusable. There was no patient involvement. .

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6). Event site address-(B)(6). Event site telephone-(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, inspection revealed a damaged ups battery, rendering it unusable. Battery replacement was recommended. The customer refused repair.